Event description:
Additional information indicated that the patient had gone to see her doctor on (B)(6) 2012 and had been reprogrammed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient reported that for the last three months she had been feeling "very ill" and felt like her device was "resetting itself." Troubleshooting was not available at the time of this report. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).